Manufacturer narrative:
D10-concomitant product: sigphandle, sig power sigphandle handle, (B)(6) egia60axt, egia60axt egia60 artic extra thicksulu, (lot#n3b0309y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when firing the first 2-3 cartridges, it worked normally. However, after combining the 60 mm reload with the powered stapler, the tissue was clamped in the fully articulating state, and an excessive tissue alarm occurred. After waiting for about 20 seconds, the surgeon opened and reclamped the jaws, and zone three was observed on the screen. After clicking the safety button for entering the firing mode, the surgeon pushed down for firing, but it opened spontaneously with some error sounds, and it did not work at all. The wire in the cartridge was protruding from the articulating bend. A new set of powered staplers was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: e1 (first and last name), e3. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned adapter noted no abnormalities. The firing rod was in home position. Functional testing noted that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. The adapter had 48 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.6 software. The device calibrated correctly. A reload was not able to be fully connected to the adapter. The reload could be inserted but not rotated into position. The adapter was opened and a section of reload adapter lug was found lodged in the distal end of the adapter. The section of lug was removed and the adapter was reassembled. A reload could now be connected to the returned adapter. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that there was excessive load detected during use, the instrument did not fire and the jaws did not remain closed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the inability to load a reload into the returned adapter. The most likely cause for the additional condition was not traced to this device. Another unreported condition was identified: firing rod not being in home position. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, when firing the first 2-3 cartridges, it worked normally. However, after combining the 60 mm reload with the powered stapler, the tissue was clamped in the fully articulating state, and an excessive tissue alarm occurred. After waiting for about 20 seconds, the surgeon opened and re-clamped the jaws, and zone three was observed on the screen. After clicking the safety button for entering the firing mode, the surgeon pushed down for firing, but it opened spontaneously with some error sounds, and it did not work at all. The wire in the cartridge was protruding from the articulating bend. A new set of powered staplers was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, e1, g3, h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.